Event description:
On (B)(6) 2009, the pt reported his insulin infusion headset pulled out of his skin today. He stated this may have been due to heat, sweat and being more active. He said this has not occurred for a couple of weeks. He said he had previously been sent transparent dressing to try but he has not tried it yet. He said his headset had been in use for 2 days. He retrieved the headset from the trash and stated he sees a small kink in the cannula but this may be a result of being in the trash. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.